Event description:
Customer reported the power plug was broken. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power plug. System operates as intended.